Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found the device had a cracked shell. During device functionality testing, not all of the led segments illuminated during startup. The device was able to obtain spo2, pi, and pulse rate readings using a sensor. Internal inspection found contamination damages on the system circuit board which prevented some of the led segments from lighting up. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is missing segment lines on the display. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device is missing segment lines on the display. No patient impact or consequences were reported.